Event description:
The customer contact reported a nondelivery. The pump was returned to the biomedical department with an unsigned note that stated, "reading pump error, press start to retry." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the motor shaft was missing and the pump was "running like it was delivering." There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.